Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was a settings not available message on the patient controller and an out of regulation (oor) message on the tablet. The rep reported that the patient was getting the settings not available on the controller when trying to increase the intensity. The rep reported that the patient was getting therapy but just wanted to increase the intensity a little bit and that was when the settings not available message was displayed on the controller. The rep reported that the patient was on evolve and had two programs each with a bipole, the second program being shifted by one electrode. It was noted that the patient was implanted on (B)(6) 2018. The rep was programming the patient on (B)(6) 2018 and she got an oor message, but the patient was getting relief. The impedances were a little high, but the rep expected them to decrease because of the recent implant. The rep reported that the patient was using stimulation and getting settings not available at high 4s or 5s for ma level. The rep wanted to know troubleshooting they could do with the patient. Additional information was received from the rep on (B)(6) 2018. The rep reported that the cause of the settings not available message, oor, and inability to increase stimulation was not determined. The rep reported that they had a post-operative appointment scheduled with the patient for (B)(6) 2018. Additional information was received from a rep on (B)(6) 2018. The rep reported that today was the first day she had followed up with the patient since the related call. The rep reported that since the last meeting, the patient was able to get up to 9.7ma on the patient controller before getting oor at 200 microseconds and 1000hz. The rep reported that she was adding anode/cathode to try to get higher ma. The rep reported that since adding contacts, she was able to get to 11.6ma and backed that down to 11.2ma. The rep reported that the patient was programmed: 11.2ma/200 pulse width/1000hz, with 2 anodes and 2 cathodes. It was reviewed that the rep could add a cathode to drive impedance down to prevent oor message. The rep provided the following impedances: 10-11 1100, 10-9 950. The rep reported oor with 3 cathodes and one anode, so she went back to 2 anodes and 2 cathodes and the oor resolved. The rep also reported that the patient wasn¿t getting the relief she was expected at this point after implant. The rep told the patient to give it 48 hours now that the oor had been cleared to see how it goes. Additional information was received from the patient via a rep on (B)(6) 2018. The rep reported that the patient wasn¿t getting pain relief from her system. The rep reported that the patient was seen on (B)(6) 2018 at her post-operative appointment for additional programming and oor troubleshooting. Additional programming was scheduled for (B)(6) 2018. Additional information was received from a patient via a rep on (B)(6) 2018. The rep reported that there was an oor on the patient controller. The rep reported that the patient couldn¿t increase the programmer settings to desired level without getting the oor notice. The rep reported that they recommended the patient activate the b program, but the patient ran into the same issue. The rep was to meet with the patient on the day of the report to try and resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep meet with the patient on (B)(4) 2018. The rep was able to successfully program her device while avoiding any oor issues on her patient programmer. She was satisfied with the programming and went home. The patient called the rep on (B)(6) 2018 and stated that she is not satisfied with the new program settings because she is not getting adequate pain relief and would like it adjusted again. The rep has not scheduled another reprogram date. No further information was reported.